Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall adaptor. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adaptor. There was no adverse impact to the customer's blood glucose level.